Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of essure coil remnant on right') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "straight metal wire". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: on (B)(6) 2011, iud reinsertion. Patient here for hysteroscopy and attempted removal of essure coil remnant on right as well as iud insertion. Attempt to remove the coil was abandoned and the iud prepared, and inserted without difficulty. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('removal of essure coil remnant on right') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device physical property issue "straight metal wire". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: on (B)(6) 2011, iud reinsertion patient here for hysteroscopy and attempted removal of essure coil remnant on right as well as iud insertion. Attempt to remove the coil was abandoned and the iud prepared, and inserted without difficulty. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.